Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A remote transmission was received indicating low pacing impedance on the right ventricular (rv) channel. The patient was then seen in-clinic and provocative testing and fluoroscopic imaging was conducted which were both unremarkable. No intervention has been conducted at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Upon receipt of additional information, the device should not have been submitted as a medical device report (MDR) as the device did not indicate a malfunction that caused a serious event.

Event description:
Additional information received indicating that the physician believes the cause of the event was due to the non-abbott lead. No allegation of malfunction on the abbott device.